Event description:
The surgeon reported the system displayed system messages. The system switched off during surgery. The pt was under general anesthesia. The vitrectomy and illumination probes were inside the eye of the pt. The pt had a retinal detachment. The pt did not have health insurance and couldn't afford another surgery in time. The pt lost vision in the eye.

Manufacturer narrative:
The company service representative examined the system and confirmed the system messages reported. The air fluid controller pcb was replaced and will be sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available.